Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that red foreign matter was found in the bd angiocath¿ plus IV catheter. The following information was provided by the initial reporter: "foreign material(red color) discovered in angio cath 24g."

Manufacturer narrative:
H6: investigation summary : one sample was received by our quality team for evaluation. The sample was subjected to visual inspection to check for foreign matter. One red loose foreign matter was found sticking to the needle cover. The loose foreign matter is identified as red tape used by manufacturing to join bottomweb and topweb together during changeover. A device history record review found no non-conformances associated with this issue during production of this batch. The primary packaging process was reviewed. The probable root cause could be a portion of the red tape came off unknowingly and dropped to the blister pocked and eventually stuck to the needle cover as the machine cover could have been open. H3 other text : see h10.

Event description:
It was reported that red foreign matter was found in the bd angiocath¿ plus IV catheter. The following information was provided by the initial reporter: "foreign material(red color) discovered in angio cath 24g".